Event description:
It was reported that the patient received multiple inappropriate shocks due a lead dislodgement which resulted in oversensing. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Oversensing 2 - ventricular non-sustained tachycardia =130 ms on (B)(6) 2012. 2 - lead failure predictor: high rate-ns <= 195 ms average v-cycle. 1 - ventricular fibrillation=190 ms average v-cycle on (B)(6) 2012 at 07:42:49. Interference/noise: ventricular short interval count (v-sic)=74.4 counts avg/day, in 1.05 days.